Manufacturer narrative:
Received ten (10) new d1000 tego connectors for inspection. No defects or anomalies noted. Each of the samples was tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed. The device history review (DHR) was reviewed, and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
A complaint was received regarding a tego connector that experienced air in line during use. The reporter stated, "at roslagsdialysen, an air gap has been discovered on several occasions in the arterial tubing of patients who have had tego plugs. Yesterday, the machine also alerted for air and when the staff looked at the cdk, they could see how air was being sucked into the arterial tubing. The status of the product was before use, no problem, it was during use the problem happened. There was no patient harm noted."

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.